Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received assembled. Usage residues were observed throughout the sample. The guidewire was fully withdrawn into the housing. The needle perforated the catheter approximately 1cm from the distal end. Microscopic inspection of the split in the catheter revealed a glossy fracture surface. The perforation of the catheter by the introducer needle was consistent with damage caused either by retraction of the catheter against the needle tip or insertion of the needle following partial catheter advancement. The product instructions for use state ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back against the needle.¿ a lot history review (lhr) of redp2095 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the accucath sheared. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp32095 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the accucath sheared. No other information was provided.